Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Five years later the proximal neck was 31-42-43 mm in diameter and 07 mm in length. The aortic neck angulation was 44 degrees. Approximately five years post index procedure on a follow up CT scan, a proximal type I endoleak was identified. The physician performed an intervention implanting an endurant aortic cuff which was inaccurately delivered so, a snorkel procedure was performed. The proximal type I endoleak still persisted so the physician implanted seven aptus endoanchors into the aortic cuff, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of CT¿s from 5 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~1.5cm below the renals within the angulated neck. The suprarenal neck was angulated 55 deg l-r and 40 deg p-a; relative to the bifurcate aortic body. The bifurcate proximal od measured 36mm, there was no remaining proximal seal length, and a proximal type I endoleak was observed. The ipsi limb was extended on the right side within another limb into the right common iliac artery. The left/contra limb was extended with another limb into the left common iliac artery. There was acute angulation of ~90 deg between the overlapping contra limb and extension, and ~1.5cm of component overlap. The max diameter aaa measured 6.8cm. Review of CT¿s from 5+ years post-implant revealed, since the previous study, an endurant cuff and multiple aptus endoanchors have been implanted in the patient. The aortic cuff is ~2cm above the bifurcate, just below the right renal artery, possibly covering the left renal artery which has been chimney¿d with a stent. The endoanchors have been implanted just below the aortic cuff near the level of the bifurcate suprarenal stents. The suprarenal neck and cuff were angulated ~60deg l-r relative to bifurcate aortic body. The max diameter aaa measured 7cm and there was contrast outside the top of the sac (on the postero-right side) from a possible proximal type I endoleak. The previously seen 90 deg acute lateral angulation between the contra limb and contra extension was again observed, with ~1.5cm of component overlap. Both limbs were patent and no other stent graft issues were observed. The exact cause of the proximal type I endoleak seen prior to and post-cuff implant could not be determined from the returned films. Pre-implant and earlier post-implant films were not available for review and comparison. It is likely that the short and angulated proximal neck contributed to the endoleak. This may have been caused by disease progression. The inaccurate placement of the aortic cuff leading to the proximal type I endoleak could not be determined; images during cuff implant were not provided. The angulated neck may have also contributed.